Event description:
Nurse was attempting to exchange tracheostomy tube. Two trachs were pulled from the supply cabinet. When attempting to inflate the trach cuff, both were found to have holes in the cuff. The supply cabinets throughout the hospital were surveyed and one additional trach (8lpc) was found with this lot number and also had a crack in the cuff. There was no patient harm.